Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Review of an electrogram found that the implantable cardioverter defibrillator exhibited a diagnostics issue and was giving incorrect battery longevity estimates. No intervention was performed and no further information was available.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. The issue is associated with merlin programmer which has been submitted under MFR: 2017865-2019-05371.